Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer was hospitalized on (B)(6) 2014. The customer was hospitalized due to high blood glucose levels and chest pains. The customer was released from the hospital the next day. The customer was wearing the insulin pump at the time of hospitalization. The customer also reported a no delivery alarm from the insulin pump. The alarm was resolved by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.